Event description:
Resident inserted vcare supply, attempted to instill saline into balloon and balloon did not hold inflate. 2 attempts were made. Product was removed; resource nurse notified. New supply opened and instilled without issue.